Event description:
Allegedly fracture of the modluar neck as reported in the presentation "survivorship rate of thr with modular necks: a multicentric study". (B)(6).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01103. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.